Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 479 mg/dl and vomiting; cause was unknown however customer believes the issue was due to the pump. Bg was addressed via correction boluses. The customer was instructed to consult with their healthcare provider regarding bg level.